Event description:
It was reported that when the patient was seen on 3/30/05 for a routine follow-up visit, the device's average longevity was predicted to be 17 months. However, at the patient's next routine follow-up on 9/7/05, the device was found to be at eri (elective replacement indicators). The physician was unhappy about the sudden depletion and overall longevity of the device. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.